Event description:
Further follow-up revealed that the patient's response to vns therapy was a reduction in seizures. The patient was receiving vns therapy at the time of death. The believed cause of death is multi organ failure. The vns was not explanted. It was reported that the death was not related to vns therapy. No autopsy was performed. The death was witnessed. The patient died in the hospital ICU from multi organ failure. There was no history of drug or alcohol abuse and the patient had a history of cardiac and respiratory problems (chest infections).

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The patient was very ill and the physicians decided to stop the patient's medication. The cause of death was not provided; however, vns is not suspected to have caused or contributed to the death. System diagnostic results showed lead impedance within normal limits (impedance value ¿ 1675 ohms) and an ifi condition. Attempts for additional relevant information have been unsuccessful to date.